Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed increased pacing impedance, intermittent capture and fracture on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to cap and replace the (rv) lead. The patient was discharged from the hospital after the procedure.